Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Leaky septum. During use. Customer: I received a (one-time) report from the emergency room today and also saw it myself. Nexiva new entry: a small amount of fluid from the rinsing syringe with some blood came out of the septum of the cannula, which was supposed to be closed. The site was simply not tight after the cannula was removed. No patient was impacted, as the nexiva was replaced. The issue occurred during flushing of the catheter with nacl ¿ the flush fluid leaked from the "blind septum."

Event description:
No new information.

Manufacturer narrative:
The complaint of a leak at the septum was confirmed and the cause appeared to be manufacturing related. Two 18g nexiva units were provided for investigation. The septum of one unit was deformed, which suggests that the septum was misaligned within the catheter adapter at the time of assembly. The deformation likely created a leak path. The damage appeared to be manufacturing related and the appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.